Manufacturer narrative:
The user received the necessary medical attention from his doctor for the infection. Manufacturer attempted further follow-ups with the user on the resolution of the infection however currently no further information is available.

Event description:
On sept 01st, 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.